Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. On an unspecified date, the patient was hospitalized for peritonitis. The patient was treated with cefazolin (intraperitoneal) for peritonitis. On an unspecified date, the patient was discharged from the hospital with ongoing antibiotic treatment. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.